Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) ablation procedure with varipulse¿ bi-directional catheter, the patient experienced silent cerebral lesions confirmed with MRI. After the procedure, an MRI confirmed that the patient had silent cerebral lesions (scl) / cerebral infarction. It was asymptomatic and there were no problems with the patient¿s condition. The procedure itself proceeded with no problems and completed. The physician¿s assessment of the health problem was non-serious (moderate/minor). No extended hospitalization noted and causal relationship with the product. The physician's opinions on the relationship between the event and the product was that according to deputy hospital director/director of cardiology, the physician performed the procedure while carefully observing the tpi. The contact force of the electrode to the myocardium might have been intensified by sticking to the reaction with tpi, which might have contributed to the event. Additionally, this was the first procedure in which the high flow irrigation rate of the varipulse¿ bi-directional catheter was set to 15 ml/min. The causal relationship with the varipulse¿ bi-directional catheter was unknown. No abnormalities observed prior/during use of the product. Additional information was received on 29-jul-2025. MRI was performed and the neurological impairment event was an asymptomatic cerebral infarction. One catheter/sheath used for each exchange. The delivered energy was pfa. No evidence of char or thrombus/clot during the procedure. No intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case. Additional information was received on 05-aug-2025. The act before procedure was not confirmed in the hospital. The act during the procedure was 350 seconds over. One transseptal puncture site was performed during the procedure. Twenty-five ablations performed during the procedure. The number of ablations with a complete status (capable of 3 applications) was 21 times. According to the graph viewer, among the incomplete ablations, one application was associated with 3 ablations, and 2 applications with 1 ablation. Twenty-five ablations were performed within the pulmonary veins. No ablations were performed outside the pulmonary veins. The information received indicated that the patient did not have a history of stroke. The patient¿s rhythm during ablation was an atrial fibrillation. It was a new procedure being performed. The arrhythmia being treated for this procedure is a paroxysmal atrial fibrillation and atrial flutter. The patient did not have any anatomical abnormalities.

Manufacturer narrative:
The investigation was completed on 26-aug-2025. It was reported that after an atrial fibrillation (afib) ablation procedure with varipulse¿ bi-directional catheter, the patient experienced silent cerebral lesions confirmed with MRI. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31536658l and no internal action related to the complaint was found during the review. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If the product is received at a later date, the investigation will be updated as applicable. During an internal review on 27-aug-2025, noted a correction to the 3500a initial as should have processed ¿h7. Remedial action initiated type¿ and ¿h9. FDA correction/ removal reporting no.¿ fields. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).